Manufacturer narrative:
Evaluation summary: the analysis results found that the clips advanced during analysis. No issues were noted with the clips advancing. However, it was noted that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the affiliate that during a gastric bypass procedure, the clips would not advance. Only one clip was delivered. They used another like device to complete the case. There were no adverse consequences to the patient.